Manufacturer narrative:
The unit had a cracked and bleeding lcd glass, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the battery compartment was cracked. The customer's blood glucose level was unknown. No further details were provided.